Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using a prostyle after an interventional procedure with an 8f sheath. Reportedly, there was resistance felt when pulling the prostyle out of the vessel. The device would not come out. The patient went to surgery to remove the device and achieve hemostasis. A foot was found to be protruding slightly. There was a reported clinically significant delay in the procedure. No additional information was provided.